Manufacturer narrative:
Updated information: the lens was exchanged on (B)(6) 2017. The patient is seeing 20/15 and vault is now 0.55. Angles are "much improved." (B)(4).

Manufacturer narrative:
No code available (shallow angle, iris too close to cornea). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2016 the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, diopter -3.0, into the patient's eye. Reportedly, the lens was "over vaulted," causing the iris to be too close to the cornea, with shallow angles becoming significant on (B)(6) 2017. The lens remains implanted with surgery planned for late (B)(6) 2017.